Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in pacing inhibition and asystole greater than two seconds in duration. There were no adverse patient effects reported. The patient underwent defibrillation threshold (dft) testing. The device sensitivity was reprogrammed and the device remains in service.